Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an appointment with their health care professional (hcp) for (B)(6). The implantable neurostimulator recharger (insr) was not working properly. The patient was trying another outlet as they were not sure that the first one was working. The patient reported that they could get bars blackened in but had trouble getting the implantable neurostimulator (ins) charged up. The insr was currently charging. The patient programmer batteries were changed. The patient reported that they were in the hospital recently for a 5-6 day stay that was not related to their implant but that they were in a lot of pain. The patient had recovered from the flu as well. There was a loss of stimulation (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.